Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that after a da vinci-assisted left hemicolectomy surgical procedure, the patient sustained an anastomosis leak. It was an end-to-end anastomosis created with sutures. A stapler instrument was not used to form the anastomosis. The leak occurred 7 days post operatively which required the patient to return to the operating room to have a colostomy placed. The surgeon does not know the cause of the leak but reports the patient is doing fine.